Manufacturer narrative:
Pumps serial read-out analysis did not confirm the reported issue. Through follow-up communication it was clarified that when the user connected external devices to the s5 external shelf 5 position socket, the machine turned off. The s5 external socket is used to power supply external device that could be used during the procedure. The involved socket 5 position socket was not made available for further investigation. Based on the available information, it cannot be ruled out that a short circuit in the external 5 position socket led to the reported device shutdown.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: during the evaluation of the serial read-out of all involved pumps, touch panel failure messages could be identified. Cause of these events can be related to external causes, such as interferences from high frequency devices. Therefore, considering that the event happened when an external device is connected to s5 power socket and based on the fact that no hardware failure occurred, the most likely root cause of the reported event can be traced back to external interferences from high frequency device which was connected to the socket. As per the instruction for use, it is strongly recommended to check the operating theatre and the ambient of the operating theatre for emissions of high frequency emitting devices and to always have connected the potential equalization cable to earth.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the machine and the issue could not be reproduced and the machine worked within specifications. The customer informed the technician that the machine turned off when a plug is connected to one of the power outlet socket. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s5 system shut down during procedure thus the user hand-cranked the pump. After few minutes (approximately 3 minutes) the user tried to turn off and back on the system and the procedure continued. There was no report of patient injury.